Event description:
It was reported that the patient presented remotely via merlin.net. Reveal of transmission revealed that the right ventricular lead exhibited high pacing impedance. In clinic, it was noted the right ventricular lead exhibited intermittent capture. The reported lead was capped and replaced 6 jan 2023. There were no patient consequences.